Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient and developed pressure marks from the lifevest. Hospital staff reported patient was bedridden and immobile due to the patient's body weight. The pressure marks were not improving. The head physician decided that the patient would be removing the lifevest and ending use. The outcome of the irritation is unknown.